Event description:
A (B)(6) y/o male with history of non-ischemic cardiomyopathy, hmii lvad in 13 and pump exchanges (B)(6) 2017 and (B)(6) 2017, transfer here from outside hospital after cardiac arrest on (B)(6) . Log files show a power switch event.